Event description:
It was reported that a catheter kink occurred upon advancing. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was gained transfemoral. The patients anatomy was tortuous. During the implant procedure, the 27mm lotus edge valve system was advanced and was noted to kink upon exiting the 15f isleeve introducer sheath. The kink was approximately 2-3cm from the nosecone of the lotus edge valve delivery system. The lotus edge valve system was removed. A second 27mm lotus edge valve was advanced and difficulty locking was noted upon deployment, however the valve was successfully implanted. There were no patient consequences.

Manufacturer narrative:
A2 - date of birth: born in 1930. H3 - device evaluated by manufacturer: the 27 mm lotus edge delivery system was received for evaluation. The condition of the returned device was consistent with the reported event. The device was returned fully sheathed and without the sterilization bottle. The nosecone of the lotus edge valve system was over-seated. A kink was observed 6.5 mm proximal from the most distal end of the outer sheath. Damage to the most distal portion of the outer sheath was observed. There was no other damage noted.

Manufacturer narrative:
Date of birth: born in 1930.

Event description:
It was reported that a catheter kink occurred upon advancing. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was gained transfemoral. The patients anatomy was tortuous. During the implant procedure, the 27mm lotus edge valve system was advanced and was noted to kink upon exiting the 15f isleeve introducer sheath. The kink was approximately 2-3cm from the nosecone of the lotus edge valve delivery system. The lotus edge valve system was removed. A second 27mm lotus edge valve was advanced and difficulty locking was noted upon deployment, however the valve was successfully implanted. There were no patient consequences.